Event description:
The doctor reports that the dental implant located in position #21 failed because during the positioning of the implant inside the site, an incorrect coupling between the driver and the implant was highlighted, therefore it was not possible to position it. The dental procedure was completed with another implant and the patient did not suffer any type of negative impact on his health as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant 3.25 x 13mm (int3213) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Functional testing was performed with an in-house driver. Implant and driver were able to engage and disengage as normal. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported implant was being placed on tooth #21 (fdi). Device history record (DHR) review for the lot (2021111000) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021111000) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction did not occur for the implant and could not be verified for the driver. Additionally, the reported event could not be verified.